Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported patient fell (B)(6) 2015, and patient began to experience pain down both legs. Reprogramming resulted in unwanted stimulation in the patient¿s ribs and abdomen. Pain is present with stimulation turned on and off, and at times stimulation increases the pain. Diagnostic tests found several contacts with high impedances. Patient may undergo a lead revision.

Event description:
Follow up information identified the patient underwent surgical intervention where the old scs system was explanted and a new lead was implanted. Effective therapy was restored post-op. Original issues of unwanted stimulation and discomfort have been resolved.